Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero multi-fuse extension set with needleless connector(s) part of the product broke. There was no report of patient impact. The following information was provided by the initial reporter: attempted to remove quadfuse (running tpn) from piv from left foot. Plastic piece at hub of quadfuse broke completely off.

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint of plastic piece breaking off at the quad fuse could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9275 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using maxzero multi-fuse extension set with needleless connector(s) part of the product broke. There was no report of patient impact. The following information was provided by the initial reporter: attempted to remove quadfuse (running tpn) from piv from left foot. Plastic piece at hub of quadfuse broke completely off.